Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed an irritation under the lifevest. The irritation was described as "a sore with little bumps". The patient's physician recommended the use of a lotion. Follow-up indicated that the irritation was healing.